Event description:
The customer contact reported device breakage. The plumset was used to deliver an unspecified medication at an unspecified rate. After an unspecified length of time, it was reported that an unspecified port of the tubing set broke. No specific details were provided. No info was provided if the event occurred during or after pt use. There were no reports adverse patient effects and no reported delays of therapy critical to any pt. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
One used male adapter of an option-lok was returned. Visual inspection of the sample revealed that male adapter of the option-lok was broken off. There are white drag marks indicating the use of force on the device. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, the reported defect is related to the design. The spin collar option-lok "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints recently received of broken male adapter. This report represents all the info known by the reporter upon query by hospira personnel.